Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was not hospitalized; however, was treated with ceftazidime (intraperitoneal) and cefazolin (intraperitoneal) for the event. At the time of this report, the patient has recovered from cloudy fluid and peritonitis. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.